Event description:
Received report on 3/14/97 of j retention wire fracture with protrusion through the outer polyurethane insulation. The lead was explanted 3/18/97. Explant method: ni. Tecnique/tools: ni. Complications: hypotension and hypoxia required prolonged hospital stay. Explant was performed under a lock anesthetic due to pt. Too sick for general. Intubated in middle of case due to poor oxygenation and hypotension.